Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6 one viewflex xtra ice catheter was received for complaint evaluation. It was confirmed that the distal tip of the catheter was kinked and fractured approximately 1.25 cm from the catheter distal tip. However, the catheter was in one piece. The catheter tip dissection was verified for the presence of the components, no anomaly was noted; even with the damage on the tip section. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the investigation performed and the information provided, the cause of the tip fracture remains unknown.

Event description:
During the atrial fibrillation procedure, the catheter was placed in the sheath and was inserted into the patient. When fluoroscopy was performed it was noticed that the tip of the catheter was fractured. The catheter was replaced and the procedure was completed with no adverse patient consequences. The damage was not checked prior to its use. The sterile package was opened and inserted in the sheath right after so it remained unknown the damage was there prior to inserting in the sheath.